Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: after a bilateral breast augmentation, wound dehiscence was observed at the suture site. Surgical/medical intervention was necessary to prevent a permanent impairment. Patient status is alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.